Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: the analysis of the batch history was proceeded and no quality notifications was found only maintenance records. The picture and sample were analyzed, bd confirms the defect needle bent and hub hole / cracked / damaged. The possible reason of this occurrence was the shield assembly device according maintenance records. In the bd procedures, the needle bent test is performed in 50 pieces every two hours. In case one defect is found the whole lot is rejected. In addition there is project which monitors to evaluate the trend of the problem. Investigation conclusion: confirmed: bd can confirm/reproduce the incident in question needle bent and hub hole / cracked / damaged. Samples/ photos analysis: the sample analyzed showed needle hub hole / cracked / damaged and point bent. The batch complained was manufacturing during august 11th 2017 to august 16th 2017. According maintenance records of packing and assembly machine were checked for some adjust for better performance. Moreover we inform that the controls for detecting this kind of failure is done during whole shift. Qn/ maintenance review: there are no quality notification (qn) and only maintenance records. The analysis of the batch history was proceeded and no quality notifications was found only maintenance records. The picture and sample were analyzed, bd confirms the defect needle bent and hub hole / cracked / damaged. The possible reason of this occurrence was the shield assembly device according maintenance records. In the bd procedures, the needle bent test is performed in 50 pieces every two hours. In case one defect is found the whole lot is rejected. In addition there is a project called six sigma, which was implemented in january 2017 and ended in march of 2018. This project monitors to evaluate the trend of the problem. Root cause description: the probable cause to this defect is related to the shield assembly device failure according maintenance records, in this kind of situation the hub is in risk of fracture and needle point to bend as well. Rationale: based on severity and occurrence a CAPA is not required.

Event description:
It was reported that the bd precisionglide¿ needle had a broken hub and bent needles. Found before use. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd precisionglide¿ needle had a broken hub and bent needles. Found before use. No serious injury or medical intervention reported.